Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for revision of the right atrial (ra) lead. During the procedure the physician encountered resistance after the stylet was inserted. An alternate stylet was then used but also failed to advance. The physician believed that the lead insulation was damaged, and the lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented for revision of the right atrial (ra) lead due to loss of capture caused by dislodgement. During the procedure the physician encountered resistance after the stylet was inserted. An alternate stylet was then used but also failed to advance. The physician believed that the lead insulation was damaged, and the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to advance stylet, failure to capture and lead break. As received, a complete lead was returned in one piece. The reported event of failure to advance stylet was confirmed. Stylet insertion test found obstruction/restriction at the distal region of the lead. After the lead was cut and cleaned at the stylet obstruction/restriction region to examine the condition of the inner coil, the inner coil was found to be clogged with blood/body fluids. The cause of the reported event of failure to advance stylet was isolated to the inner coil clogged with blood/body fluids. The reported events of failure to capture and lead break were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical test of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After the distal portion of the lead was cut and cleaned, torque was applied directly to the inner coil, and the helix was able to extend and retract. The measured helix extension length was within specification.